Event description:
It was reported that the patient transmitter had no lights on. When the power prongs were secured, the patient stated that the power adapter appeared to be burnt. The patient was advised to discontinue use until a replacement was received. The were no patient consequences reported.

Manufacturer narrative:
The field complaint of burnt transmitter power adapter was verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter or ac power adapter. After removing the prongs, burn marks were observed. After opening the ac power adapter burnt components were observed on the main circuit board. A burned marks on the inner casings of the ac power adapter were observed. After opening the transmitter, burnt modem circuit components were observed on the main printed circuit board (pcb). As a result, the root-cause of the burn damage could not be identified.